Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the inflatable ring surgery occurred in (B)(6) 2013. The event resolved in 2016. It was noted this event was probably related to stimulation.

Manufacturer narrative:
Initial reporter fax: (B)(6). Initial reporter phone: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had weight gain after dbs and had a need for inflatable ring surgery. The event resolved completely on (B)(6) 2014. No further complications were reported as a result of this event.